Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot, part: 314.453, lot: 9583205, manufacturing site: hägendorf, release to warehouse date: 31.july 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Investigation summary investigation site: cq zuchwil. Selected flow 3: damage / worn . Visual investigation: the tip of the distal t8 tip is intact but worn, the stardrive flanks are rounded. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) surgery for an ulnar proximal end fracture on (B)(6) 2019, the tip of the short stardrive screwdriver shaft seemed to be crushed. Due to this condition, an unknown screw could not be inserted into the bone with the use of the screwdriver shaft. Moreover, the screwdriver shaft spanned on the screw head without being caught in the recess, thus, an unknown torque device could not be applied to the screw. The depth gauge needle did not slide smoothly that caused the difficulty in measuring. The surgery was completed with a 30-minutes surgical delay. There was no adverse consequence to the patient reported. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), torque device (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft. This is report 1 of 2 for (B)(4).